Event description:
Customer reports the advantage system produced a result of 5 mg/dl, which is outside the meter reading range of 10-600 mg/dl. Values < 10 mg/dl should display as "lo". Low blood glucose symptoms reported with this result; self treated and felt better. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.